Event description:
The devices were removed due to infection. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.